Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd-prizm® vip system was involved in an incident where the patient had an air embolism to the brain, which resulted in a stroke. The patient had to be hospitalized. The patient was being infused with penicillin when the event occurred. The patient outcome was unknown. See MFR: 3012307300-2017-00571.

Manufacturer narrative:
One cadd-prizm® vip system was returned for investigation. No accessories were returned with the device. Visual inspection revealed that the returned device was in good condition. A review of the device event log did not reveal any discrepancies between the doses/volumes delivered and those that the clinician intentionally placed under the control of the patient via the programmed protocol. During functional testing, the reported issue regarding air in line was unable to be duplicated as the returned device did not contain an air detector sensor. Three delivery accuracy tests were performed on the pump; the device delivery accuracy was found to be within manufacturing specification. Investigation was unable to confirm the reported issue and found that the device functioned as intended and within specification.

Manufacturer narrative:
One cadd-prizm® vip pump was returned for investigation. No accessories were received with the pump. The event history log showed no discrepancy between the doses/volumes delivered and those the clinician intentionally placed under control of the patient via the programmed protocol. A visual inspection showed the pump to be in good condition, and there was no damage observed on the chassis. Functional testing was unable to replicate the reported problem of "air in line". This particular model of the cadd-prizm® vip pump does not contain an air sensor. Three separate delivery accuracy flow tests were performed on the pump and no problems were found. The complaint was not confirmed, and no root cause was determined.